Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. Reportedly, patient received repeated loss of prime alerts. Patient reported using cold insulin, otherwise patient was using cartridge and infusion set per instruction for use. Review of prime history indicated that patient did not always complete prime step after battery or cartridge change. Patient was advised to allow insulin to warm up to room temperature before loading cartridge into the pump and to always complete the prime step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the pump have been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found loss of prime alerts associated with non-zero low force. On investigation, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. The force sensor calibration reading was within specifications. Bolus delivery exercises were completed and recorded correctly. The pump casing was opened and no internal defects with the force sensor circuit were found. The investigation verified the reported prime issue in the black box but was unable to duplicate the issue.